Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was found to be at end of life (eol) after the patient arrested. The patient was in hospital when she arrested and was successfully cardioverted externally. Upon interrogation, the tachy mode was in storage and an av30 faultcode was displayed. The device declared an elective replacement indicator (eri) more than 6 months ago and eol 6 weeks ago. On real time through the programmer, the device showed pacing spikes. It is unknown when the patient's last follow up had occurred.